Event description:
It was reported that the insulin alarmed button error. The customer's blood glucose was 194 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked base near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.